Event description:
It was reported that a patient presented with high defibrillation impedance on the right ventricular (rv) lead. The physician suspected lead fracture. No changes or intervention was reported. The patient condition was stable.